Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. During procedure, the balloon of the commander delivery system burst during deflation. The valve was fully deployed as intended. However, difficulties were encountered while withdrawing the delivery system through the esheath but could be removed as a single unit. The patient suffered an iliac artery dissection and a stent was required. It was also noted that the esheath liner was torn during commander delivery system withdrawal. There was no blood transfusion need and the patient was in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: balloon radial tear burst. Balloon material pull towards nose cone. A review of the risk management documentation was performed, and no evidence of product non-conformance's or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint was confirmed based on evaluation of the provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as provided information indicated ''moderate'' degree of calcification in the annulus/leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information also suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event as the withdrawal difficulties were encountered after the balloon was burst. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.